Event description:
The customer reported a discrepancy in the insulin gauge, where the pump was displaying a fill estimate that varied from the expected amount. There was no adverse impact to the customer's blood glucose level. Technical support explained to the customer that such differences could arise due to significant variations in pressure measurements used for calculations. Once the insulin remaining in the cartridge matches the static number displayed, the fill estimate would resume its normal countdown. The customer understood and accepted the explanation.